Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage and rattling noise anomaly found on (B)(6) 2021. Pump was received with a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify rattling noise anomaly and perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the electronic assembly, force sensor and vibrator assembly noted. Pump error 38 alarm was recorded and found in the formatted history file on (B)(6) 2022 08:30:15.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the pump history noted. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm during the rewind test due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case. Unable to verify rattling noise anomaly due to a constant pump error 38 alarm during the rewind test. Pump error 38 alarm was confirmed. Pump error 38 alarm during the rewind test due to a corroded motor home switch. During visual inspection, corrosion was also found on the electronic assembly, force sensor and vibrator assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer stated that insulin pump rattles when they shake it. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.